Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Manufacturer narrative:
.

Event description:
It was reported that revision surgery was performed due to pain.

Manufacturer narrative:
Manufacturer's code was/is incorrect, correct manufacturer's code is (B)(4).

Event description:
Right unstable total knee arthroplasty with poor patellofemoral tracking. Revision surgery done with replacement of patellar component and tibial insert, and irrigation and debridement with synovectomy to compartment.

Manufacturer narrative:
This complaint is re-opened due to receipt of new materials. Our investigation indicated that the newly up-loaded material is merely a re-ordering into chronical order of the previously received medical documents. No changes have been noted in the medical records. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.